Event description:
The facility representative reported on (B)(6) 2010 to baxter that a colleague volumetric infusion pump with a malfunction of an 814:09 failure code on (B)(6) 2010. The event was reported to have occurred during patient therapy in the medical surgery area. According to the hospital representative, therapy was stopped and the pump was swapped out; however, no patient injury, adverse event or medical intervention had been reported related to the device. The software version for this device is currently unknown. There is no additional information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.